Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, mildly tortuous, mid right coronary artery (rca) direct stenting was attempted using a 3.0 x 23 mm xience v stent delivery system (sds) but it could not cross the lesion. The device was removed from the anatomy and additional dilatation was performed with an unspecified 2.5 x 20 mm balloon dilatation catheter (bdc). The same 3.0 x 23 mm xience v sds was re-inserted and advanced; several unsuccessful attempts to cross the lesion were made without force being applied. The sds was removed separately from the anatomy with resistance with the vessel noted. A 2.75 x 23 mm xience v sds was advanced and implanted. The patient final outcome was satisfactory. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.